Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned for analysis; however, two (2) images were supplied by the user facility. The implant coil was still attached to the pusher; however, the pusher was noted to be broken in two (2) pieces. The 2nd half of the pusher was not pictured. Based on the images provided, the exact point or length of the break could not be determined. The coil was noted to be entangled with itself and the pusher; however, were unable to determine at what point the entanglement occurred. Based on the available information and evaluation of the supplied images, the pusher was noted to be broken. The root cause cannot be determined. The investigation was limited, as there was no device returned for analysis, and were unable to determine what type of detachment the pusher underwent. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, an attempt was made to detach the coil with the controller; however, the coil did not detach. The physician attempted to rotate the pusher wire; however, the coil did not detach. During removal, the coil detached in the internal carotid artery. An attempt was made to retrieve the coil with a snare device; however, was unsuccessful. The coil was successfully removed in its entirety with two (2) guidewires. There was no reported patient injury. The patient is reported to be in good health.